Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted vaginal prolapse repair surgical procedure, there was no image on the right eye of the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform an emergency power off (epo) of the ssc; but, the issue persisted. The blue fiber cable and connection were checked and no problems were observed. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the procedure was delayed for more than 30 minutes. The procedure was able to be completed via traditional laparoscopy with no injury to the patient.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, and h3. 4307- intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported issue. The hrsv was observed to have no image, indicating a defective main board. The root cause of this issue was determined to be attributed to electrical/fiberoptic defects of the main board of the hrsv monitor.

Event description:
Refer to h10/h11 for follow-up information.